Manufacturer narrative:
Continuation of d10: product ID: 8731sc, lot#serial#: (B)(6), implanted: on (B)(6) 2012, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 15-jun-2014, UDI#: (B)(4), h3: analysis of the catheter found ¿catheter sutureless connector ¿ difficulty with sutureless connector led to explant¿ and ¿catheter pump connector ¿ tear/coring in seal due to outlet port ¿ user related¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (575 mcg/ml at 126 mcg/day) via an implanted pump. It was reported that during the routine pump replacement procedure the sutureless pump connector could not be removed intact. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump connector was replaced. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.